Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient also had systemic (B)(6) and had left mastectomy. In addition, the patient experienced atrial fibrillation (af) and during an office visit the device migrated out of the pocket inferiorly and inferior aspect was erythematous. There were no additional adverse patient effects reported. The ICD was explanted.